Event description:
Article was sent to livanova, which was reviewed. The article showed 4 patients had vns inducted sleep-disordered breathing (sdb) that decreased in a dose dependent manner when vns was adjusted down and disappeared completely when vns turned off. It concludes that their study provides further evidence of vns-induced sdb secondary to vns. Sleep apnea can be attributed to vns stimulation based on the articles report that the sleep apnea was vns induced sleep apnea in a dose dependent manner. Case 1: (B)(6) man had both non-vns and vns induced sdb. Original vns settings were noted. With CPAP treatment, this was reduced to ahi of 12/h. When the current was reduced to 1.5ma, the ahi decreased to 6.4/h. When current was reduced to 1ma and frequency to 10hz, ahi decreased to 1.4/h. When vns was turned off, the ahi remained low at 1.3/h. Vns-induced sbd did not respond to CPAP. This MDR houses the report of patient case 1. MFR ref #1644487-2022-00462 houses the report of patient case 2. MFR. Ref # 1644487-2016-01571 previously housed the report of patient case 3. MFR. Ref # 1644487-2022-00463 houses the report of patient case 4.